Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID - 9735836, lot number: unknown product ID - 9735994, lot number: 1706251750100064 h3/h6: the system was serviced in the field and the router was replaced. Codes b01, c07, and d02 apply. Product 9735994, lot number: 1706251750100064, was returned for analysis. Initially the checkpoint failed validation and wifi testing. The checkpoint was then factory reset and reconfigured, then the checkpoint passed all testing. Codes b01, c07, and d02 apply. Product 9735836, lot number: n/a, was returned for analysis. There was no failure found with the device. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system would not connect to the hospital network wirelessly. A self test showed that the wifi endpoint was not functioning. Reseating the power cable did not resolve the issue. They tried to reseat the network cable and the issue was resolved. There was no patient involvement.